Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d8, h2, h3, h6, h11. Based on the results of the investigation, olympus confirmed pins were pushed back into the receptacle plug and missing tabs on the inside of front panel, however a definitive root cause of the reported issue could not be determined. Therefore, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the lithotriptor system hand pieces were not working and were not being recognized by the system. In addition, there was no error code on the screen. The issue occurred during setup for use. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.